Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has two leads with the same lot number. It was reported the patient experienced intermittent and positional stimulation. The patient had frequent falls in the past. Reprogramming was attempted to no avail. Subsequently, the patient underwent surgery on (B)(6) 2016 during which time the physician electively explanted and replaced the ipg. Intra-operative testing with the new ipg revealed high lead impedances. Multiple troubleshooting attempts were tried including re-insertion of leads into the header, however, the high impedances persisted. The physician suspected the leads were fractured. Hence, the patient went back to surgery on (B)(6) 2016 during which time the leads were explanted and replaced. Post-operative testing revealed no anomalies and the issue has resolved.